Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had frequent unresponsiveness from the down button. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. Block mode was not active. The max bolus and basal rates were not set to 0.0. The customer changed the battery but the down button remained unresponsive. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was not returned or replaced.